Event description:
It was reported that during an intercept procedure the peek material of the curved cannula sheared off inside the patient's l5 vertebral body. The physician tried to access the other side of l5 but was unsuccessful. The decision was made to abort the procedure.